Event description:
Boston scientific received information that this right ventricular (rv) lead had decreased sensing, increased pacing impedance and high pacing threshold measurements during routine follow up. X-ray was done which confirmed a lead dislodgement. This was a case of twiddler's syndrome. System revision was performed leaving this rv lead surgically abandoned. A new rv lead was successfully implanted with good lead measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.